Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was within specification in relation to the reported over-infusion which was not reproduced. The device was tested at the customer reported rate of 13.6ml/hr and yielded passing results. The device was also tested with the preventative maintenance rate of 40 ml/hr and yielded passing results. Upon a review of the event history log there was no evidence of clear recorded events that would suggest a device malfunction or user error. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an over-infusion during drug delivery in the general patient ward. A 250 ml bag of heparin was to be infused at a rate of 13.6ml/hr, but infusion completed in under 3 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.